Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. The procedure was completed without complications. According to the complainant, on (B)(6) 2013, the patient experienced constipation and sought medical attention. The event was resolved on (B)(6) 2014. The investigator assessed the event as mild in severity and is possibly related to the device or procedure. On (B)(6) 2014, the patient had vaginal adhesion from the anterior to posterior vagina. The patient sought medical attention. The adhesion was divided manually. The event was resolved on (B)(6) 2014. The investigator assessed the event as moderate in severity and is probably related to the device or procedure.